Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the distal portion of right ventricular (rv) lead was destroyed during the attempted implant. Difficulties penetrating the septum and low sensing were encountered during the first attempt, though left bundle branch area pacing (lbbap) was successful. Difficulty penetrating the septum was again encountered during the second attempt along with abnormal kinking and reduced impedance. It was noted that the outer insulation of the distal part of the rv lead was disconnected from the screw during the screwing process. It was suspected that the outer part of the rv lead directly behind the screw was held back by the septal wall while the screw went deeper; therefore, the screw pulled out the insulation. It was indicated that the implant procedure was prolonged. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.